Manufacturer narrative:
(B)(4). Customer stated that product would not be returned because customer declined an event log review of device eval by carefusion customer advocacy. No product return expected.

Event description:
Customer reported an unk medication infused quickly. Customer contacted alaris technical support for assistance with downloading the event logs from the pcu. Although requested, the medication, intended rate and volume was not provided. Customer stated nursing mgmt requested a log review to determine how quickly the medication had infused. The customer was able to provide nursing mgmt with the answer to their request; stated no guardrail alerts or alarms were found in the event logs and the cause of the rapid infusion was user programming. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.